Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of the hybrid offset shell inserter confirms that the hex bolt fractured off and the fracture occurred near the hex head. The fractured off piece was also returned for review. It has also been noted that there are heavy impaction marks on the strike plate and also on knurled portion of the device. Dimensions were found conforming to print specifications where measured. Hardness testing confirmed the hardness to be within specification. The device was manufactured on jun 7, 2012 and therefore has a potential field age of 3 years 6 months. The frequency of use of the device is unknown. The failure mode has been addressed as part of a design change which increased the head height of the bolt, eliminating the drill point, to increase the strength against this failure mode. This bolt was manufactured before the design change. This a previously addressed design issue. This device is used for treatment.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that as the surgeon impacted an acetabular shell during hip arthroplasty, the shell inserter threads broke off in the implant.